Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. A loss of therapeutic effect was reported by the patient. The patient reported that in the first week of january they hit their ins site on the corner of a table so they went to their health care physician (hcp) office, they checked the implant and since everything had been working as intended the hcp increased their stimulation. Two days later, since their ins was ¿fine,¿ the patient went to the chiropractors office, the chiropractor pushed on their ins site and the patient ¿got a zing.¿ the patient then returned to their hcp office and the hcp stated that everything was still working as intended but the patient had a return of symptoms so the hcp recommended that the patient try another program. The patient reported that their device had been working well for symptom control until this occurred. While on the call, the caller successfully changed from program 1 at 2.3v to program 2 at 0.9v and was comfortable. The patient was going to monitor their symptoms now that a change had been made and they were going to follow up with their hcp if it didn¿t resolve. There were no further complications reported.